Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was acting up and no further information was noted at the time of the event. There was no patient present. Additional information was reported and it was noted that he system was having difficulty connecting image acquisition system (ias) to mobile viewing station (mvs), and a battery error appeared on one of the reboots that were performed to try to correct the issue. Also the ias was powering off quickly after booting up. The system was able to be connected and used during a case with no patient impact, but immediately after the ias lost power again. No patient was present.